Manufacturer narrative:
D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported on maude report# mw5118719 submitted by the patient, that following an MRI scan for a c-spine issue, the patient stated that she was diagnosed with hearing loss by an audiologist. Prior to the scan, the patient was given ear plugs. During the scan, the patient was also provided earmuffs and additional padding around the earmuffs. It is unknown if the patient received any treatment for the hearing loss.

Manufacturer narrative:
H3: ge healthcare's (gehc) investigation has been completed. The acoustic performance test was performed on the system and concluded that the testing meets the iec 60601-2-33 requirements and the osha levels are within the specification for this system configuration. The incident appears to be the result of human medical condition(s). The patient was provided proper hearing protection during the scan. Human conditions may cause sensitivity to acoustic levels that occur during normal clinical scanning. No systemic issues were identified and no corrections are required as the system was operating within specification. No further actions are planned by gehc. Corrected data: d4 primary UDI number.